Event description:
Patient was hooked up to the baxter 7 day infusor pump. Patient came in on tuesday and minimal 5fu chemotherapy had infused. Staff checked the infusion site and retaped the hub of the catheter to the patient's chest. Patient returned on wednesday and no chemo had infused. Pump was removed and replaced with a new pump (with a different lot number). This had occurred two other times recently (all the same lot numbers) with the same medication 5fu chemotherapy.